Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Customer reported that during spine procedure, they put in the robot after a spin they were planning. When sent to first trajectory to l-5 right, arm elbow came down and hit the patient. First arm warnings started to show up. Tried to manually manipulate it out of the patient path, may have manipulated too quick and caused a second warning. Caused robot station to shutdown completely. Removed robot station from field and continued with nav only. Continued to bring the system back up and then got a critical error camera4 ihe 000. Removed the robot station. Moved to nav only. They were able to complete case with nav station and manual instrumentation. Procedure was completed with an unknown delay. Surgeon also stated that they would like to see better reachability of the camera arm as during this surgery, the camera position was extremely difficult to maneuver.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h4. Recaptured codes on h6 (health effect - impact code, medical device problem code). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: recaptured codes on h6 (health effect - impact code, medical device problem code). H3, h6: investigation summary: according to the information received, the issue with the following product: 451611001 sn: (B)(6). Was experienced: customer reported in a friday case they put in the robot after a spin they were planning. When sent to first trajectory to l-5 right. Arm elbow came down and hit the patient. First arm warnings started to show up. Customer also stated that they would like to see better reachability of the camera arm as during this surgery the camera position was extremely difficult to maneuver. Results received from the engineering team (uploaded under related (B)(4)): investigation summary: there are 4 issues on the complaint: issue 1: when sent to first trajectory to l-5 right. Arm elbow came down and hit the patient. Issue 2: first arm warnings started to show up. Root cause hypothesis investigation, the root cause could not be determined. Issue 3: customer also stated that they would like to see better reachability of the camera arm as during this surgery the camera position was extremely difficult to maneuver. Issue 4: continued to bring the system back up and then got a critical error camera4 ihe 000. All issues: based on the investigation findings, no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Issue 2 is related to the robotic-assisted station, investigation details below: issue 2: "first arm warnings started to show up." The investigation confirmed "first arm warnings started to show up" (first arm error corresponding to gpio ihe 10316 error). The investigation was conducted by the r&d team. The log files were reviewed and investigated by the r&d team. The investigation concluded in an electro-mechanical issue between the kuka rac, and the handgrip actuator, but despite several root cause hypothesis investigation, the root cause could not be determined. No further actions are required at this time. The user indicated that there was no negative impact to the patient outcome and no patient harm. Root cause: based on the investigation, one possible cause could be an electro-mechanical issue between the kuka rac, and the handgrip actuator. However, the root cause cannot be established. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d10 (concomitant) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: ¿ the fact that the wrist and not elbow hit the patient. ¿ the fact that it was l5-left.